Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 75% stenosed target lesion was located in a shunt in an unspecified forearm vessel. A 5.0mm x 40mm, 40cm mustang balloon catheter was advanced for dilatation. However, on first inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.